Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the balloon would not inflate in the vessel. No patient injury is reported. Evaluation summary: the rapidcross catheter was received within a ziploc pouch. Within the pouch was the rapidcross shelf carton. The rapidcross catheter was received loose within the shelf carton. The catheter was visually and tactilely examined: no abnormality or deformity noted. The area of the catheter around the proximal guidewire port was examined using a microscope: no abnormality or deformity noted. The inflation lumen proximal hub luer lock was examined: sanguine residue was noted on and in the inflation lumen. A 10cc water filled syringe was attached to the proximal hub and a vacuum was pulled: sanguine tinted fluid was pulled into the syringe. This step was repeated with more sanguine fluid and air being pulled into the syringe. This indicates that the inflation lumen was at one time in communication with the sanguine environment. A 0.014 in guidewire was loaded through the distal tip and exited the proximal guidewire rx port with ease. The water filled syringe was pressurized and a leak was noted in the proximal end of the balloon chamber. The proximal end of the balloon was examined under the microscope and a longitudinal tear was noted over the proximal balloon marker band.